Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that on (B)(6) 2024, patient's infusion set tubing detached from the connector. The blood glucose level of the patient at the time of issue was 270 mg/dl. Moreover, the issue occurred with one infusion set used for four hours. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.